Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that an altitude alarm occurred after the customer was wading in a pool while wearing the pump. Tandem technical support educated the customer that it is outside of labeling to wear the pump while swimming in a pool. Customer's blood glucose was 166 mg/dl. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.